Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro 2 tip was bent right out of the box. No visible damage to the inside or outside of the package. The procedure was completed with a new device. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the harvesting device. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact. The c-ring was observed to be intact, with no visual defects observed on the c-ring. The plastic scope wash tubing was observed to be cut in half in the center of the tube. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the c-ring with no physical or visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent " was not confirmed, but was confirmed for the analyzed failure "break;c-ring". The lot # 3000255299 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.